Manufacturer narrative:
(B)(4). The analysis results found that the el 5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and the following was obtained: can you please clarify, when the clip on the blood vessel came off with the device, if the clip had been fired: yes.

Event description:
It was reported that during a laparoscopic gastrectomy, the clip on the blood vessel came off with the device when the device was removed from the vessel after firing. Bleeding was confirmed and no information about the amount. It was stopped with a clip. No blood infusion was performed. Another device was used to complete the case. There were no adverse consequences to the patient.